Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had alarmed no delivery alarms during basal and bolus. Customer's blood glucose was 500 mg/dl. Customer resolved the issue with a set change and with running insulin through the tubing. Customer will not be returning the device for analysis.